Event description:
It was reported that the procedure was to treat the superficial femoral artery; however, sometime during the procedure, the spartacore guide wire tip, approximately 3.5 centimeters, separated inside the patient and was retrieved successfully with a snare device. Patient is reported to be well. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the reviewed information, no product deficiency was identified.